Event description:
It was reported that while performing a da vinci s myomectomy procedure, the surgeon tried to cauterize a vessel with the maryland bipolar forceps instrument. During this time the forceps emitted sparks from the tip. The instrument was removed and replaced with another maryland bipolar forceps instrument. The planned surgical procedure was completed with the new maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported. The delay in reporting is due to an administrative oversight where the aware date was inadvertently not updated by a customer service representative.

Manufacturer narrative:
The instrument was returned and evaluated. The engineering investigation found charring and localized melting on both yaw pulleys at the base grips, between the grips. The charring indicates an arcing event occurred. It was determined that the charring was likely due to a breach in the instrument insulation, or carbonized tissue which created a conductive path, or high generator settings.

Manufacturer narrative:
(B)(4).